Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was severed and missing, damaging trunk cable connector j702 on the distribution node pca. The root cause for the severed cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for an unrelated reason, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.